Event description:
Boston scientific crm received information that this device system was explanted due to pocket infection. A new device system may be implanted once the patient is cleared by the physician. This cardiac resynchronization therapy defibrillator (crt-d), which is part of the system that was removed, was to be electively used off-label as an external pacer until such time that the new device system could be implanted. The physician elected this action despite the boston scientific technical services recommendation against this activity.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted secondary due to patient infection.